Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the complete shaft. Here we found a deformed scissor blade. Additionally we found unknown deposits and that the jaw is not laterally overlapping. Furthermore we found visible damage on the scissor blade and unknown deposits on the fixed jaw part. Additionally we found unknown dposits and discoloration on the grasping forceps and the ceramic. We made a visual inspection of the shrinking tube. Here we found unknown impurity and visual damage. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. The root cause of the problem is most probably user related. We assume a mechanical overload situation and these will result in the deformed scissor blade and not overlapping jaw. There is the possibility that the visible damage and deforming of the scissor blade were caused by twisting the instrument with the forceps. According to the quality standard and DHR files, a production error and a material defect can be excluded. No CAPA is necessary.

Manufacturer narrative:
The date the complaint was received; indicate that the information initially received did not indicate the incident would be reportable to FDA however, upon receipt and investigation of the complaint product, there was evidence that the device malfunctioned in a way that led to a reportable event.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the scissors have a deviating function without bad manipulation (maybe remain in open position, to be confirmed) the instument was twisted with a forceps to be able to pass through the trocar to remove it.